Event description:
Note: this report pertains to one of two captiflex snares and one cold snare used in the same procedure. It was reported to boston scientific corporation that a captiflex snare was used during a colonoscopy with polypectomy procedure performed on (B)(6) 2025. During the procedure, an 11mm hot/cold snare was initially used but was unable to cut through the tissue despite multiple attempts. The surgeon connected the snare to cautery to complete the polyp removal. A second polyp was identified, and a 10mm cold snare was requested to improve cutting efficiency. However, this snare was also ineffective and subsequently removed. A new 11mm hot/cold snare was then opened, but it too had difficulty cutting through tissue and required cautery hookup, even though the polyp was small. This extended the procedure time. The procedure was completed with a non-boston scientific device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut. Block h11: investigation results: the returned captiflex snare was analyzed, and a visual evaluation noted no visible damages. Functional inspection was performed and when the device was connected to the 10-inch loop fixture, it could extend properly without any problem. Continuity and electrical tests were performed, and the device was found within specification. No other problems with the device were noted. The reported event of the snare loop being unable to cut was not confirmed, as both continuity and electrical tests performed on the device were found to be within specifications. Additionally, the unit was returned without evidence of alleged malfunctions or any defect that could have contributed to the event reported. Since the device cannot be functionally tested by emulating the anatomical/procedural factors encountered during the procedure furthermore, the adverse event appears to be related to procedural factors. It is important to note that this condition is anticipated and documented in the risk/hazard analysis. Therefore, the most probable root cause of this complaint is classified as no problem detected.

Event description:
Note: this report pertains to one of two captiflex snares and one cold snare used in the same procedure. It was reported to boston scientific corporation that a captiflex snare was used during a colonoscopy with polypectomy procedure performed on (B)(6) 2025. During the procedure, an 11mm hot/cold snare was initially used but was unable to cut through the tissue despite multiple attempts. The surgeon connected the snare to cautery to complete the polyp removal. A second polyp was identified, and a 10mm cold snare was requested to improve cutting efficiency. However, this snare was also ineffective and subsequently removed. A new 11mm hot/cold snare was then opened, but it too had difficulty cutting through tissue and required cautery hookup, even though the polyp was small. This extended the procedure time. The procedure was completed with a non-boston scientific device. There were no patient complications reported as a result of this event.